Event description:
Healthcare professional reported rupture, granuloma, lymphadenopathy and silicone migration. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Impact code: f2203. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The event of granuloma and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, silicone migration and rupture.